Manufacturer narrative:
(B)(4). Complaint assessed to be reportable.

Event description:
Healthcare provider reports: protime system inr results lower than reference lab. Protime inr 1.7 vs reference lab inr 3.3. Target range: 2.0 - 3.0 pt inr.